Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported issue was verified in the event history review log. Additionally, the device underwent and passed both homechoice return instrument test/evaluation (rite) electrical test and rite functional test. An internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully completed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. No failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the reported event was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. There was no non-conforming product found during sample analysis that was related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain four of four of peritoneal dialysis therapy. The hp¿s fill volume equaled 2800ml, the hp¿s drain volume was 4614ml, and the hp¿s current therapy ultrafiltration equaled 2029ml. The hp would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.